Event description:
During a procedure, the generator was unable to reach temperature. Following the procedure, the patient later reported, that they had a red first degree burn on their back around where the non-abbott needle was inserted. No intervention was needed to treat the burn. The generator will be replaced to resolve the temperature issue. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).